Event description:
The customer states the v60 was running on a patient in the emergency room (ER). When the ER physician walked in the room, he reports the v60 stopped running and showed a red screen. It is unknown if unit was alarming. The ventilator was providing therapy to a patient using a nasal mask. The patient was removed from the v60 and transitioned to an alternative device. There was no patient harm. An authorized service provider (asp) evaluated and tested the ventilator. All conducted tests passed and there were no errors in the event log. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The reported issue of the device shutting down while in use was not verified in the event log and through testing. During additional performance verification testing, the flow sensor calibration test failed. The authorized service provider replaced the gas delivery system, and the issue was resolved.